Event description:
Device implanted in 1994, after a history of several failed implants. Pt was seen by m.d. Who stated that the device screws were cutting into a nerve. M.d. Implanted a nerve taken from the pt's left ankle area into the jaw area. Graft did not "take." Md removal pt's nerve in the face. Pt complains of extreme pain, and numbness in chin. Pt is taking "many pain medications" to control pain. Device remains implanted, per md's suggestion.